Event description:
Patient reported suspected alcl right side.

Event description:
Confirmed negative for bi-alcl.

Manufacturer narrative:
B5: information provided by md via lab results: confirmed negative for bi-alcl.